Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/11/2019.

Event description:
The customer reported a ventilator with a touch screen failure. The manufacturer's field service engineer confirmed the reported problem. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.